Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of tunnel infection, pyrexia and bacterial peritonitis with culture positive for staphylococcus aureus coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies. On an unreported date, the patient began extraneal viaflex therapy, 1.5l, once a day, intraperitoneally (ip) for chronic renal failure. On an unreported date, the patient began dianeal-n pd4 1.5 therapy, 1.5l, three times a day, ip for chronic renal failure. On an unreported date in 2011, the patient experienced a tunnel infection and bacterial peritonitis, manifested by abdominal pain, cloudy effluent and pyrexia. On (B)(6) 2011, the patient was hospitalized due to peritonitis. On an unreported date in 2011, the catheter was removed and extraneal and dianeal therapies were temporarily interrupted. On an unreported date in 2011, the patient was treated with an unspecified antibiotic. The cause of the peritonitis was the tunnel infection. On (B)(6) 2011, the events of tunnel infection, pyrexia and bacterial peritonitis resolved. The patient was retrained. She did not routinely reuse supplies and had not had a peritonitis episode within four weeks prior to this episode. The patient remained hospitalized. The physician believed that the events of tunnel infection and peritonitis were not related to extraneal and dianeal solutions. A causality statement was not provided for (B)(4).